Event description:
It was reported that the arthroscopy shaver was laying on a mayo stand and started up by itself. There was no injury associated with this event.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the shaver handpiece was returned for investigation. The handpiece was tested and found to activate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reported injuries associated with this event.